Event description:
The customer reported the battery won't stay charged; failing battery capacity test. There was no report of patient involvement.

Manufacturer narrative:
Pr #: (B)(4). A follow up report will be submitted once the investigation is complete.